Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise reversion episodes in both the right atrial (ra) and right ventricular (rv) channels, that could be related to electromagnetic interference (emi). Additionally, over 15, 000 episodes of automatic mode switch (ams) were noted on the right atrial (ra) lead. The ams episodes were suspected to be related to oversensing of signals on the ra channel. Therefore, programming updates and lead examination were recommended. This ICD system remains in service. No adverse patient effects were reported.